Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on all the electrical components. The motor housing and shaft were rusted.

Event description:
It was reported that three interpulse handpieces were observed to leak a substance during preparation for a procedure. There were no allegations of the substance coming into contact with the surgical site. There were no patient or user injuries, and no adverse consequences.

Event description:
It was reported that three interpulse handpieces were observed to leak a substance during preparation for a procedure. There were no allegations of the substance coming into contact with the surgical site. There were no patient or user injuries, and no adverse consequences.